Event description:
It was reported that the customer received an 'altitude' alarm while wearing the pump in a pocket. Customer was unable to clear the alarm. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.